Event description:
On (B)(6) 2010, the surgery was done with cannulated screws for the fracture of left distal tibia. After two 4.0mm cannulated screws were used, the 3.5mm cannulated screw was used as the third screw. The third screw broke during insertion. To remove the broken part of the third screw, two 4.0mm cannulated screws were removed, and the broken part was removed successfully. The procedure was completed with other new 4.0mm cannulated screws and bone cement to cover screw hole. The time of surgery was extended by 60 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.